Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an unknown error message. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of an unknown error message. A root cause could not be determined via data. The reported issue of an unknown error message is reportable based on the finding of permanent connection loss.